Event description:
It was reported that the user had issues with foley catheters were not draining well and this happened with four different patients. Also stated that the urine output was declining. On two of the patients, the foley catheter seemed to irrigate well however the foley catheters were replaced in all the patients. In all the patients as soon as the foley was removed, the patients began to void large volumes of urine when foley replaced there have been other report of foley catheters were leaking recently. The customer service representative explained that sometimes drain bag could have vapor lock though it was more in meter bag. Vapor lock could cause urine not to drain well. The best way to correct this was to flex the spine of the collection bag by one hand on the front and one on the back. Gently pull like an accordion and several times to release the vapor lock. The user replied that this was different than just typical vapor locking but would review with the staff. Also stated the nurse had even irrigated the catheter and only got back the irrigant and a small amount of urine. So, they removed the catheter and reinserted a new catheter and immediately received 400ml of output/urine. This has happened on at least 3 patients possibly more just this past week.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: after use, this product may be a potential bio hazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user had issues with foley catheters were not draining well and this happened with four different patients. Also stated that the urine output was declining. On two of the patients, the foley catheter seemed to irrigate well however the foley catheters were replaced in all the patients. In all the patients as soon as the foley was removed, the patients began to void large volumes of urine when foley replaced there have been other report of foley catheters were leaking recently. The customer service representative explained that sometimes drain bag could have vapor lock though it was more in meter bag. Vapor lock could cause urine not to drain well. The best way to correct this was to flex the spine of the collection bag by one hand on the front and one on the back. Gently pull like an accordion and several times to release the vapor lock. The user replied that this was different than just typical vapor locking but would review with the staff. Also stated the nurse had even irrigated the catheter and only got back the irrigant and a small amount of urine. So, they removed the catheter and reinserted a new catheter and immediately received 400ml of output/urine. This has happened on at least 3 patients possibly more just this past week.